Manufacturer narrative:
H3:one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The visual test found a damaged(detached) downstream occlusion (dso)seal. An accuracy test was performed, and the test was passed (-2,192%). Functional testing was performed, and the event history log was downloaded. The customer reported problem was not duplicated and therefore no further actions will be taken.

Event description:
It was reported that the device exhibited "error test precision volume". There was no patient involvement.